Event description:
It was reported the patient had a lack of pain relief with the device. The patient was given the option of revising the system or explanting. The patient elected to have the device explanted. The stimulator and three of four leads were removed prior to a small bowel perforation and bile leak that caused the surgery to be abandoned prior to explanting the fourth lead. Upon pulling the fourth lead and incising the skin, bilious material extruded from the skin. The wounds were closed and the patient was transferred to another hospital. The second day following admission an abdominal hematoma formed and the surgeon evacuated it. The event resulted in in-patient hospitalization prolongation, administration of antibiotics, nasogastric tube placement, and required additional surgical intervention to drain an abscess. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v836594, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: extension; product ID 3888-45, lot# v836594, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead; product ID 3888-45, lot# v836594, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead; product ID 3888-45, lot# v836594, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead; product ID 3888-45, lot# v836594, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead; product ID 97791, serial# unknown, product type: accessory. (B)(4). No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
Additional review by medical safety determined the bowel perforation may be related to adherence of the implanted lead to surrounding tissues. Subsequent removal of the lead may have led to the tear or perforation of the bowel resulting in leakage of intestinal contents as reported by the explanting physician. The bowel perforation is being assessed as a life-threatening event.

Event description:
Additional information from the healthcare provider of the clinical study reported the event was not device related. In the physician's opinion the patient had a unique anatomy with a very thin abdominal wall. The patient was born with an omphalocele and over the course of their lifetime and three pregnancies they needed approximately 30 surgeries. There were no apparent issues with the pain stimulation system at implant specifically in terms of malpositioned lead or a resulting bowel perforation. The system was working at implant to treat the patient's abdominal pain. The leads were subsequently repositioned by a different surgeon that performed a hernia repair. The physician suspected that a bowel adhesion could have occurred related to that hernia surgery where the leads were repositioned or due to resulting anatomical changes. The system was ultimately explanted per the direction of the patient. When the doctor "tugged on the lead" they believed the abdominal wall adhesion tore open where upon this they observed some bile.

Event description:
Additional information received from the healthcare professional (hcp) of clinical study reported that the etiology was noted as related to the implantable neurostimulator (ins) which was connected to the lead.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), (B)(4), found no significant anomalies; the ins was functionally okay. Analysis of the lead, lot number v836594, found the distal end weld was broken due to overstress/damage. (B)(4).

Manufacturer narrative:
Additional review by medical safety indicated the patient had additional risk factors for the bowel perforation including irritable bowel syndrome and lead tip placement in the subcutaneous tissues of the abdomen which is an unlabeled use of the device. The patient also underwent four surgical procedures after the initial stimulator implant. The finding of the returned lead and its direct relationship to the bowel perforation could not be further assessed.

Event description:
Additional information reported the physician was concerned there was a bowel leak although they only saw scar tissue where they were working. The patient¿s colorectal surgeon urgently saw them and referred to it as a small bowel perforation and bile.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.